Manufacturer narrative:
Correction - contact office address: (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
The end user reported the issue in unknown quantity of wafers from unknown number of market units with unknown lot numbers. He mentioned that the mass immediately surrounding the stoma swelled and started to disintegrate after a few hours. The material shredded and collected around and in the stoma as well as in the pouch, thereby, blocked the tap and made it unable to empty which was not a pouch issue. He also stated that he recently had a piece of the mass block the stoma. This was evident as he had no urine output in the pouch and he could see the mass in the stoma. He ran warm water over the stoma and used "sterilized cotton" and manually removed the blockage. No photo is available at this time. The end user also believed that the issue was not related to a defect in the product because he had the same issue with another product. The end user believed that his urine was more acidic and this was the cause of the issue.